Event description:
A customer contacted beckman coulter inc. (Bci) regarding incorrect blood urea nitrogen (bun) results generated by the unicel dxc 800 pro synchron clinical systems for multiple patient samples. The results were reported out of the lab. The specimens were re-tested and lower results were obtained. Original and repeated patient results are shown. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
Customer stated that a tube came off after a field service engineer (fse) was there to repair a vacuum/pressure issue on the instrument. Investigation is still on going.